Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log files. Two log files were reviewed, collectively containing data that spanned 26 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp and (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power event was observed on (B)(6) 2020 at 13:54 while the mpu was in use. This event appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The alarm resolved when power was fully restored to the system. No other notable events related to the mpu were observed throughout the log files. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the root cause of the observed loss of ac power was the patient accidentally disconnecting the mpu¿s plug from the wall outlet. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including no external power alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had access to the v-lock cable and the patient accidentally disconnected the plug from the wall socket. There have been no further reported issues related to no external power alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured a no external power event on (B)(6) 2020 which was determined to have been caused by a loss of ac power due to the patient accidentally disconnecting the power source while the mpu was in use, as the rsoc steadily decreased. There was no interruption in pump support during the event and the pump maintained speeds above the low speed limit throughout the event. The patient was asymptomatic and routine care was continued.